Event description:
Report received that the head section of the bed would not raise. No injury reported.

Manufacturer narrative:
Technician found the head section of the bed would not raise due to bad valve solenoid. Replaced the valve solenoid to resolve this issue.